Manufacturer narrative:
Product analysis # the device was flushed via the backend luer with water observed exiting the taper tip. The device returned with the external slider in the home position. There was no deformation observed to the device. Tactile test did not detect kinks along the graft cover. A 0.035-inch mandrel was loaded via the taper tip and advanced to exit the backend luer with no resistance or blockage noted. The reported blockage could not be confirmed through analysis. No device defect was observed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was intended to be implanted during the endovascular treatment of an aaa. It was reported that during the index procedure resistance was found when trying to advance the endurant ii stent graft through the non-mdt (cook) wire. It was stated that the guidewire lumen of the endurant limb delivery system was obstructed, and the non-mdt guidewire could not go through. It was confirmed there was no damage noted to the limb prior to insertion attempt. Another endurant ii stent graft was implanted. Per the physician the cause of the event was a product defect. No additional clinical sequalae were provided and the patient is fine.